Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm noted. However, the insulin pump had an intermittent button response due to moisture damage on keypad traces. The insulin pump had minor scratched display window and cracked reservoir tube lip.

Event description:
Customer reported via phone, the insulin pump was alarming button error and none of the buttons were responding. Customer's blood glucose was unknown. Customer stated he was wearing the device with the buttons pressed up against his body. Customer was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. He agreed to return the device for further analysis.